Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. There were no other discrepancies. After replacing the inverter board, a simulated treatment pre- accelerated stress test (ast) (15 min)- treatment test passed. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that while setting up the liberty cycler it suddenly powered off. The patient was unable to power it back on. The power switch was on but there was no light on cycler buttons / iq drive. There was no sound when ok/stop buttons were pressed. The power cord was securely plugged in. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn) when the new cycler was received. During a follow up call with the patient, it was confirmed there was no harm, adverse event of medical intervention due to the blank screen event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.